Manufacturer narrative:
Device not returned to manufacturer.

Event description:
During the second balloon inflation, contrast emerged, and thus a balloon leak was noted. This occurred during preparation and therefore there was no patient involvement.